Manufacturer narrative:
(B)(4). Testing of the lead revealed the lead was stretched but was functionally okay. Continuity was acceptable on all circuits and there were no shorts. The lead was stretched 2.5 cm from the proximal end. The insulation was stretched and broken at the 0 and 1 connectors. The first 7 cm of the stylet coil was stretched.

Event description:
The patient's lead was explanted and replaced due to breakage. The connection part broke and the coil was exposed. A follow-up report will be sent if additional information becomes available.